Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event "post-inflammatory nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reported events are addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional (hcp) reported to have seen ¿post-inflammatory nodules¿, 3 this year. Hcp uses a heavy amount of juvéderm vollure¿ xc. Hcp likes it for off-label use for midface and tear troughs, but that is where hcp tends to see nodules. The status of the event is unknown.